Manufacturer narrative:
The customer's complaint history was reviewed for a one year period; this is the third event reported regarding this issue for this facility. A sample has been received and is being evaluated. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a combined procedure surgery, small air bubbles came into the eye and occluded the surgeon's vision two times. The air bubbles were aspirated out with a back flush handle. The surgery ended successfully and the pt's outcome was reported as good.